Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). The investigation is complete. Review of the most recent repair record determined the motor, plunger, lever, bearings, reciprocating arm, seal, and o-rings needed replacement and were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during surgery the dermatome tore the patient's skin graft. There was no surgical delay reported and an alternate device was available for immediate use. An additional, unplanned skin graft was required to finish the procedure. Upon completion of the investigation it was found that the rpms of the device motor were outside of specification.